Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the balloon catheter, 2af284 with lot 12785, were returned and analyzed. Bin files cannot confirm the reported pericardial effusion. At least one application was performed with no detected issue. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for one injection. The balloon catheter passed the performance test. In conclusion, the balloon catheter, 2af284 with lot 12785, passed the returned product inspection as per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was advanced into the pericardium. It was concluded that there was a small pericardial effusion which lead to an extended hospital stay. The case was aborted while the patient was under general anesthesia. Surgical intervention was performed to drain the fluid from the patient¿s pericardium. The patient recovered and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.